Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 431 mg/dl. Customer checked blood glucose and it was up in 400's mg/dl. Customer states that she has been smelling insulin for the past few weeks and did not know where it was coming from and yesterday she removed the reservoir and noticed insulin at the bottom of her reservoir compartment as the reservoir was leaked and insulin pump exposed to moisture. Assisted customer in performing self test and which was passed. Customer declined troubleshooting for the high blood glucose. The device will not be returned for analysis.